Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full 4194 lead was returned, analyzed and the distal conductor had a blood/fluid obstruction. The analyst also noted that the original guidewire was not returned and a fresh wire was used for the insertion test. (B)(4) the full 4196 lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that during a system upgrade, the new left ventricular (lv) lead "fell out". A second lv lead was attempted, but a hybrid wire got stuck in the lead and the lead would not advance. Both leads were not used and not replaced. No patient complications have been reported as a result of this event.